Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On may 20, 2026, senseonics was made aware of a user's hyperglycemic event. During the event, the user experienced symptoms such as blurry vision and excessive thirst, with a reported sensor glucose (sg) reading of 123 mg/dl and no confirmatory blood glucose (bg) measurement taken. The user's sg value did not exceed the user-configured high alert threshold; therefore, no high glucose alert was triggered. The user did not seek medical treatment and instead managed the episode independently by administering insulin. The user confirmed that their healthcare provider is aware of the event. System review indicated that the device is currently in use with up-to-date data, and the user was advised to verify readings with a fingerstick when symptoms do not align with sensor values and to continue following healthcare provider guidance.